Manufacturer narrative:
Final analysis found that as received, a partial connector portion of the lead was returned in one piece measuring 10.5 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15800, related manufacturer reference number: 2017865-2019-15801. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.